Manufacturer narrative:
The insulin pump was received stuck in the a48 alarm loop; unable to perform the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery test, verify motor error alarm or verify history anomaly due to a48 alarm, the constant a48 alarm due to software error. The motor was tested outside the device and passed. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 250 mg/dl. The customer gave himself a corrective bolus and received motor error alarm and kept getting force sensor calibration values corrupted alarm. The customer reported via phone call that the insulin pump alarm force sensor calibration values corrupted. Customer's blood glucose at time of incident was 250 mg/dl. The customer was unable to do anything because of the alarm keeps occurring and a does a countdown. The customer pump is stuck in a loop. The customer was advised that we are sending a replacement pump. The customer declined to do motor error and high blood glucose troubleshooting.